Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's sepsis could not be determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists potential adverse events, including sepsis, that may be associated with the use of the heartmate 3 lvas. Additionally, although only sepsis was reported by the account, several sections of the hm3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C and the patient handbook rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including sepsis and death, that may be associated with the use of the heartmate 3 lvas. Although only sepsis was reported, the IFU lists infection as a potential adverse event that may be associated with the heartmate 3 lvas, as well as a potential late postimplant complication. Additionally, several sections of the heartmate 3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2024. The cause of death was reported as mixed septic and cardiogenic shock. The patient was positive for covid. It was noted that the patient was in inpatient care at the time of their death.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.